Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. Controls were acceptable on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not determine a cause. Probe adjustments were performed. The analyzer adjustments and pressures were checked. Sample images from the analyzer camera were reviewed. Mechanism checks were performed. The customer ran controls successfully. The sample foam detection setting was inactive for non-standard tubes. The issue was resolved by changing rack assignments from non-standard to standard ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys ft4 ii assay on a cobas 8000 e 801 module. The sample initially resulted with a ft4 value of < 0.1 ng/dl accompanied by a data flag and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting with a value of 1.26 ng/dl. The repeat result was believed to be correct. The ft4 reagent lot number was 49438401, with an expiration date of 30-nov-2021.